Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that wires were sticking out of the patient's electrode belt. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable, wires exposed) has been confirmed. Upon evaluation the trunk cable connector was completely severed from the electrode belt. The cause for the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.